Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor wire was detached, possibly broken, and remained under her skin. The patient stated she had bruising, discomfort, and a skin reaction at the sensor wire insertion site. She stated that the sensor wire was detached, possibly broken, and remained under her skin. She felt pressure around the insertion site and her endocrinologist recommended a computed tomography (CT) scan due to the missing sensor wire. The scan revealed 'something,' but they could not determine if it was the wire or not. She had an additional CT scan, several x-rays and an ultrasound that confirmed the retained wire but the exact location of the wire could not be determined. She saw a surgical specialist who advised leaving the wire in place because he could not determine the exact location. She stated that she could not remember the dates of all of the radiology procedures. At the time of report, the patient stated that the discomfort had mostly gone away, the bruising had resolved, and she had no fever, pus, inflammation or other signs of infection. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor wire was detached, possibly broken, and remained under her skin. The patient stated they felt pressure around the insertion site on (B)(6) 2020. On (B)(6) 2020, her doctor recommended a computed tomography (CT) scan due to the missing sensor wire. The scan revealed ¿something,¿ but they could not determine if it was the wire or not. The patient stated they were planning to see a surgical specialist in the future for further evaluation. This is being reported due to the need for diagnostic imaging related to the retained wire. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.